Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter or other sample leakage from the device and needle separation from the holder luer/ adapter/ hub. The following information was provided by the initial reporter. The customer stated: blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices). It was needed to puncture the patient once again, because it was not possible to complete the sample collection. There was no exposure to blood, but the health professionals report they have to stay with the support in 90, so the blood does not drain in case it leaks. It has happened several times, and the health professionals always report issues at the time of adapting the wingset into the adaptor, because several of them break and it's required to swap the material. The health professionals report that when introducing the tubes in the wingset, at the time of sample draw, it occurs the leakage, and it happens even when it's the first tube and is more often after the fifth tube.

Manufacturer narrative:
This supplement was created to capture the additional information added in the event description. Blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip and non patient needle separates from the holder luer/adaptor/hub. B.5. Event description: it was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter or other sample leakage from the device and needle separation from the holder luer/ adapter/ hub. The following information was provided by the initial reporter. The customer stated: blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices). It was needed to puncture the patient once again, because it was not possible to complete the sample collection. There was no exposure to blood, but the health professionals report they have to stay with the support in 90, so the blood does not drain in case it leaks. It has happened several times, and the health professionals always report issues at the time of adapting the wingset into the adaptor, because several of them break and it's required to swap the material. The health professionals report that when introducing the tubes in the wingset, at the time of sample draw, it occurs the leakage, and it happens even when it's the first tube and is more often after the fifth tube.

Manufacturer narrative:
H6: investigation summary . Bd had not received samples or photos from the customer for investigation. The video provided was not 23g (367256) but 21g. The video showed spin out when 4th greiner blood tube was inserted. We were unable to identify the type of holder used or see if thread was damaged or not. We were unable to determine the reported blood leakage. 50 retention samples of both lot numbers were evaluated by visual examination and functional testing and no issues were observed, as all samples met specifications for both lot numbers. No abnormalities were found in the appearance or water sampling test of our retained samples. Based on a review of the device history record for the incident lots, all product specifications and requirements for lots release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter or other sample leakage from the device and needle separation from the holder luer/ adapter/ hub. The following information was provided by the initial reporter. The customer stated: blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices). It was needed to puncture the patient once again, because it was not possible to complete the sample collection. There was no exposure to blood, but the health professionals report they have to stay with the support in 90, so the blood does not drain in case it leaks. It has happened several times, and the health professionals always report issues at the time of adapting the wingset into the adaptor, because several of them break and it's required to swap the material. The health professionals report that when introducing the tubes in the wingset, at the time of sample draw, it occurs the leakage, and it happens even when it's the first tube and is more often after the fifth tube.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-31. Investigation summary: bd received 5 unopened sets of lot 1c23a1 from the customer for investigation. All samples were evaluated by visual examination and functional testing and the indicated failure modes with the incident lot was not observed. The video provided was not 23g (367256) but 21g. The video showed spin out when 4th greiner blood tube was inserted. We were unable to identify the type of holder used or see if thread was damaged or not. We were unable to determine the reported blood leakage. 50 retention samples of lot 1c23a1 were evaluated by visual examination and functional testing and no issues were observed, as all samples met specifications. No abnormalities were found in the appearance or water sampling test of our retained samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Bd was not able to identify a root cause for the indicated failure modes. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter or other sample leakage from the device and needle separation from the holder luer/ adapter/ hub. The following information was provided by the initial reporter. The customer stated: blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices). It was needed to puncture the patient once again, because it was not possible to complete the sample collection. There was no exposure to blood, but the health professionals report they have to stay with the support in 90, so the blood does not drain in case it leaks. It has happened several times, and the health professionals always report issues at the time of adapting the wingset into the adaptor, because several of them break and it's required to swap the material. The health professionals report that when introducing the tubes in the wingset, at the time of sample draw, it occurs the leakage, and it happens even when it's the first tube and is more often after the fifth tube.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices). It was needed to puncture the patient once again, because it was not possible to complete the sample collection. There was no exposure to blood, but the health professionals report they have to stay with the support in 90, so the blood does not drain in case it leaks. It has happened several times, and the health professionals always report issues at the time of adapting the wingset into the adaptor, because several of them break and it's required to swap the material. The health professionals report that when introducing the tubes in the wingset, at the time of sample draw, it occurs the leakage, and it happens even when it's the first tube and is more often after the fifth tube.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.